Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. The system was successfully explanted without any adverse events. A temporary pacemaker was used to treat the infection until a new system can be implanted. The patient remained stable before, during, and after the procedure and will continue to be monitored.